Event description:
During follow up with the home pt's primary care nurse regarding a 2240 alarm that occurred in 05. Baxter product surveillance department was notified that the home pt presented at the clinic on the 5th day with abdominal pain and cloudy effluent. The home pt was treated with 1g fortaz, intraperitoneal, and 2g vancomycin, also intraperitoneal. The home pt was advised that they would have to continue to administer 2g vancomycin, intraperitoneal, one time per week for the next 2 weeks. Once the results of the lab work was received, the home pt was prescribed ancef, 1g intraperitoneal, daily for 7 days. The nurse concluded that the home pt is now considered fully recovered based on follow up lab work performed in march. No hospitalization was required for this episode.